Event description:
Patient reported that their interstim device system was explanted around three years ago because it wasn't doing the job it was supposed to do. Patient was self cathing prior to the device; with the device and after the device was removed. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.